Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Diagnosis "was made because of the swelling of the breast and lymph node on the side where the prosthesis is defective¿. Device remains implanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿rupture discovered via MRI following a lump." The device remains implanted.